Event description:
The customer reported that he was hospitalized with a blood glucose reading of 28 mg/dl. The customer stated that he was having hip surgery due to a fall that may have been related to the low blood glucose levels. Found that the customer's glucose meter was 300 points off. Advised the customer to contact the glucose meter MFR to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.